Manufacturer narrative:
This report is submitted on june 7, 2019.

Event description:
As per the clinic, there was a magnet dislocation which occurred on november, 2, 2018. The magnet was repositioned on an unknown date.